Event description:
Customer received discrepant pth results for one pt sample, generated during the performance of a correlation study between two reagent lot numbers. Initial result gave 80.35 pg/ml; repeat using same lot gave 81.63 pg/ml. Sample repeated four times using a different lot of reagent gave 108.5, 113.5, 111.4 and 116.4 pg/ml. Initial result was reported. Pt not adversely affected. The field service rep determined the cause to be due to an aged measuring cell, and replaced measuring cell, pinch tubing, checked sample and reagent flow path, cleaned/lubricated and aligned gripper mechanism. Performance tests were performed and within specification.